Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain one of seven. The caregiver (cg) stated that there was air in the patient line. The technical service representative (tsr) assisted the cg in ending therapy. The cg was to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that while performing peritoneal dialysis, a home patient (hp) had received an air in patient line that occurred during drain 1 of 7 while using the home choice (hc). The caregiver (cg) stated there was air in the patient line while in drain 1 and the home patient (hp) is having drain pain. The caregiver (cg) stated they would inform the registered nurse (rn) of the air and the home patient's (hp) drain pain. The technical service representative (tsr) assisted the caregiver (cg) to end therapy and advised them to start over with all new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.